Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support to reset the pump, and after the reset, no error code reappeared, allowing the customer to successfully start their sensor session.